Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse found the air flow sensor not fully seated then re-seated the sensor and cable; performed all calibrations; the extended self-test (est); the short self-test (sst), and the electrical safety test. The device passed all calibrations and tests, and it was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling. There was no reported patient involvement.